Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The drill bit is broken in multiple areas. One piece of about 16mm length is broken off at the crossover from the flutes to the shaft. On the other hand also the tip is broken but the broken fragments are not available. Furthermore the received broken part is bent. There are stress marks visible above the fracture face. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint is rated as confirmed as the drill bit is broken as complained. We suppose that the bad condition of the device before surgery in combination with a mechanical overload situation during use could lead to the breakage. Because of that we would like to draw your attention on page 7 in the leaflet ¿important information¿ version se_023827 al: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 310.221, lot: f-17268, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 05 june 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that not all fragments of the broken drill bit were removed from the patient.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the drill bit was broke into three (3) pieces on a kwire during a scaphoid open reduction internal fixation (orif). All fragments were removed. This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for (B)(4).